Event description:
It was reported during an ablation procedure while using the fast-cath hemo swartz introducer, a leak occurred. An unknown guide wire was inserted into the patient. The fast-cath hemo swartz introducer assembly was inserted and upon removal of the dilator, a blood leak was noted from the valve at the end of the sheath. The procedure was continued with another of the same device. There were no adverse events associated with the reported malfunction and the patient's current status is listed as stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from the review, a supplemental medwatch will be filed.